Event description:
Pt was revised to address hip pain.

Event description:
The device was explanted due to early battery depletion.

Manufacturer narrative:
The field experienced of premature battery depletion was verified in the laboratory. Based on the device's programmed parameters, longevity calculation indicates that the battery voltage was lower than expected. The battery was returned to the vendor for further evaluation; no internal anomaly was detected. The cause of the battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.